Manufacturer narrative:
Undefined alarms-no failure detected.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. The customers blood glucose (bg) level was impacted (300 mg/dl). The customer would administer a manual injection to stabilize bg level. During troubleshooting with tandem technical support, the customer was receiving a series of undefined alarms. The customer could not unlock the pump screen. It was indicated that the customer would use manual injections as alternate insulin therapy.